Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited high thresholds, high impedances and under sensing due to lead fracture. The lead was capped and replaced.